Event description:
The customer reported the generation of erroneously negative total bilirubin (tbil) and direct bilirubin (dbil) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter laboratory solution specialist (lss) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective probe. The lss indicated that the customer was using a third-party tbil and dbil reagent. The lss replaced the probe to resolve the issue. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).